Manufacturer narrative:
Product complaint # ==> (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Male, 46 years old. 2. What is the lot number of the surgicel fibrillar? Sle4241. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Hemostasis. 4. What were current symptoms following the index surgical procedure? Onset date? (B)(6) 2023, the patient had repeated ventricular fibrillation, and a large amount of bloody fluid was extracted from the mediastinal drainage tube, requiring a second thoracotomy for hemostasis. 5. Has any surgical or medical intervention been performed? After cardiac compression, electrical defibrillation and other rescue measures, the patient could recover sinus rate, but ventricular fibrillation recurred, the patient's mediastinal drainage tube drainage volume suddenly increased, considering active bleeding of the wound, and the patient was urgently sent to the operating room for thoracotomy to explore hemostatic treatment. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? Surgicel fail to achieve hemostasis would be one of possible reason for resulting in secondary thoracotomy for hemostasis. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. What type of sutures were used? 3. Were the sutures used during the procedure manufactured by ethicon? If so, what are the product code(s) and lot number(s) 4. What was the surgicel specifically used for? 5. Where was the surgicel used (on what tissue)? 6. How was surgicel used? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess surgicel removed? 9. Is there any relationship between the ventricular fibrillation and surgicel? 10. What is the patient¿s current status? 11. What is the users experience w/ surgicel fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an emergency surgical treatment for aortic dissection procedure on (B)(6) 2023 and absorbable hemostat was used and was sent to the intensive care unit of the cardiothoracic surgery for monitoring and treatment. During the process, sudden ventricular fibrillation occurred due to chemotaxis. After receiving rescue measures such as cardiac compression and defibrillation, the patient was able to recover sinus heart rate. However, the ventricular fibrillation recurred, and the flow rate of the mediastinal drainage tube suddenly increased, suggesting active bleeding on the wound. The patient was urgently sent to the operating room for thoracotomy exploration and hemostasis treatment. Careful intraoperative operation to fully stop bleeding, close monitoring of patient's vital signs after surgery, maintaining stable internal environment, and minimizing the occurrence of arrhythmia. Doctor's consideration: 1. Sutures, hemostatic gauze, artificial blood vessel coatings, etc. Fail to stop bleeding or have adverse reactions to the stent, resulting in a second open chest hemostasis. 2. The patient's condition is critical, the surgery time is long, and after extracorporeal circulation, the patient's coagulation function is poor. It is considered that the wound may bleed after chest compressions. Additional information was requested.